Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to air lock in pump. All components were removed and replaced with a new ipp. The patient had a good outcome with no further complications.